Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 23.6cm to 23.8cm and 45.2cm to 47.7cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
See technical services event description.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR section . The correct narrative should have been - this report is to advise of an event observed during analysis.

Event description:
This report is to advise of an event observed during analysis.